Event description:
The olympus representative reported on behalf of the customer, during preparation for use, liquid was leaking from the insertion tube/bending section on the evis lucera bronchovideoscope. The intended procedure was completed with no delay. During the evaluation of the device, it was noted coating on the connecting tube/insertion section was peeled off. This report is to capture the reportable malfunction of the peeled off coating on the connecting tube/insertion section noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. Liquid leaked due to perforation of the bending section cover. The insulation at the tip was out of standards due to the plastic distal end cover. The connecting tube was crumpled and scratched. The angulation in the up direction was out of standards due to a worn angle-wire. The objective lens was chipped, and the light guide lens was dirty. The control part was polluted. There was corrosion at the electric connector due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The results of inspection confirmed that the insertion tube was scratched and the coating at the insertion section was peeled off. Therefore, based upon this information, the cause was presumed to be physical stress, chemical stress, the storage environment, etcetera. The user is able to detect the suggested event appropriately by handling the device in accordance with the following instructions for use (IFU): inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The user is able to reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.